Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported a left side capsular contracture baker grade iii, pain and exchange from textured to smooth implants due to the patients concern with the products. Device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported left side rupture during explant surgery. Healthcare professional later reported " benign breast tissue with silicone granulomas" and "microcalcifications". Device explanted.

Manufacturer narrative:
Clarification to b5 description of event and h6 adverse event problem: the previous medwatch submissions contained the patient's reports of left side capsular contracture baker grade iii and rupture found during explant surgery. However, the healthcare professional has not been able to confirm either of these events and noted the device was intact upon explant. The operative report provided by the physician's office mentions capsulectomy being performed for "severely encapsulated implants", but makes no mention of capsular contracture. These events will be un-reported as they cannot be confirmed. Photo analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Calcification: not observed. Granuloma: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "breast tissue with silicone granulomas", "microcalcifications", "pain", and "skin thickening and nipple retraction". Device has been explanted and replaced with a non-allergan device. Device has been discarded. Capsulectomy was performed. Healthcare professional also reported left side device was intact and did not "have specific documentation in [their] chart for type of baker grade".